Manufacturer narrative:
Block b3: exact date unknown, event occurred awhile back prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and inadequate stimulation was also noted. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device will not be return.